Event description:
It was reported that there was an issue with the product fd347r - caspar knife blunt-tip str 203mm. According to the complaint description, the tip broke off and became lodged in the cervical region. The tip was visualized under x-ray; however, it was difficult to retrieve causing a prolonged procedure under anesthesia. This occurred during an anterior cervical discectomy and fusion acdf. An additional medical intervention was necessary. The patient experienced no additional harm. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. Investigation results: visual and microscopic examination was performed. Various signs of use in the form of impact and pressure marks and scratches were found. The shaft is bent and the working end is broken off. This was caused by applying too much force - the fracture surface shows a forced fracture. Batch history review: the lot number was not provided. However, two possible batches were found for the time period in question. Product quality and manufacturing history records were reviewed for the possible lot numbers 52837471 and 52857387 and the products met specifications in effect at the time of manufacture. There are no similar complaints with the same lot numbers with this defect pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the available information, it is not possible to determine a definitive root cause for the rotation axis breakage. There are no hints for a material or manufacturing problem. Unfortunately, the broken piece is not available. This could contain further clues as to the reason for the deviation. The cause of the deviations could not be determined. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the retrieval caused a prolonged procedure under anesthesia.